Event description:
Account alleged the brakes would not hold on this bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom technician found a worn brake caster that caused the brake not to hold. The brake caster was replaced to repair the bed. The affinity service manual (man013re) documents, a function check for the caster tires and central brake and steer, as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc and the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary.